Event description:
Customer reported that when he presses any button besides the light, the screen black. Customer stated the display did not return to normal. The blood glucose reading was 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with ghosting display problem isolated to the lcd board. No missing segment noted. Insulin pump received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.